Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The pump remains in use supporting the patient. A correlation between the device and the reported epistaxis and gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had stopped taking warfarin due to epistaxis and melena. An endoscopy revealed multiple arteriovenous malformations (avms) which were clipped. The patient was also transfused with 3 units of packed red blood cells. At the time of the event, the patient's anticoagulation regimen included aspirin, warfarin and plavix. It was reported that the gi bleeding resolved on (B)(6) 2016. On (B)(6) 2016, the patient re-admitted to the hospital with melena, nausea and malaise. On admission, the hemoglobin was 4.3 g/dl and the patient was transfused with 7 units of prbcs. It was reported that the gi bleeding resolved on (B)(6) 2016. No additional information was reported.